Event description:
It was reported that, during a robotic laparoscopic total hysterectomy while attaching the extra large needle driver instrument to the arm after port docking, the instrument was not recognized due to poor attachment to the instrument drive unit (idu). Attaching the same instrument to a new arm and idu resulted in the same issue. The instrument was exchanged and there were no further issues. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) correction: d1, d10, e (facility name, street 1, city, region, country, postal code, fax number, phone number); additional information: d4 (UDI #), d9, h4, h10 h3) device evaluation: medtronic led an evaluation of the reported extra large needle driver. Visual inspection of the returned extra large needle driver noted damage on the electrical contacts. Excessive wear was observed on all pin pads. Internal inspection noted no issues. There was no damage noted to the jaws or on the cables that manipulate the jaws. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws were able to achieve each position fully with no difficulty. Electrical testing was performed, but the extra large needle driver was unable to be read due to the observed electrical contact damage. Evaluation of the extra large needle driver. Confirmed the reported condition, however, the investigation concluded there were no ab normalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to external impact or fall, or improper use. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic total hysterectomy while attaching the extra large needle driver instrument to the arm after port docking, the instrument was not recognized due to poor attachment to the instrument drive unit (idu). Attaching the same instrument to a new arm and idu resulted in the same issue. The instrument was exchanged and there were no further issues. There was no patient injury.